Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room (ER) with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer still in ER at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.